Event description:
This report is filed as the clip opened while locked. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4. Reportedly, the imaging was challenging. The mitraclip delivery system advanced and grasped the leaflets without issue. During clip deployment and while removing the plastic tubing from the lock line, the clip was closed down more. The lock line was retracted approximately one inch when the clip opened to 120 degrees. The clip was closed again and successfully deployed following. The mitraclip remained stable and well seated, reducing the mr to grade 1. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported improper or incorrect procedure or method/user error is associated with closing the clip more while removing the polyimide tubing from the lock line. It should be noted that the electronic mitraclip g4 instructions for use, (IFU) does not instruct the user to close the clip more when removing the polyimide tubing from the lock line. It should be noted that the IFU also has a warning at the beginning of the IFU, for the user to read all instructions carefully, and failure to follow these instruction, warning and precautions may lead to device damage or patient injury. In this case, it cannot be confirmed whether the IFU deviation led to the unintended movement. The investigation was unable to determine a cause for unintended movement (clip opened while locked). The image resolution poor was related to procedural conditions as imaging was reported to be challenging during the procedure. There is no indication of a product issue with respect to manufacture, design, or labeling.